Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified that one of the inserter has bent, possibly have bent during the removal of the inserter from the patient. The sleeve and handle shaft were measured and all dimensions are conforming. Since the dimensions are conforming it is determined that no failure was found with regarding the clear sleeve movement event. One mini was function checked and is conforming. The bent mini was not checked because while removing the sleeve, the nitinol broke. The sleeve does travel to the base of the handle while using 2 fingers. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the sleeve couldn't move smoothly. No further information is available at this time.